Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) when interrogating, an rf (radio frequency) head programmer screen displayed a system error. Programmer error log was checked and system errors had occurred in the past. Left keyboard hinge is broken.

Event description:
It was reported the programmer "crashed". The programmer was returned for service. No patient involvement was reported.